Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (20 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2015, the patient presented to the hospital in a catatonic state. The patient woke up with an im bolus injection of narcan. The patient had not been eating the last two days and was also dehydrated. They could not find a vein to inject the narcan IV. Per the hcp, the patient was "also a psych patient and he will likely admit her to keep an eye on vitals once released from psych". They had attempted to contact the patient's pump managing physician. The cause of the patient's symptoms, diagnostics performed and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.